Event description:
A physician reported that following intraocular lens (iol) implant procedure, the patients had no cyl on autorefractor or a scan. Choosing a lens to be -0.5-0.75 or so using scan calculator. All came out to be somewhere between -1.00-2.00 myopic and many with cyl that was not previously accounted for. These are very significant differences, where as the patient should have been 20/20-20/40 with great distance and reading vision, ending up being 20/70 at distance and unhappy. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).